Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient was in for a routine generator change due to normal eri. Externalized conductors were observed via fluoroscopy. There were no electrical anomalies noted. The lead was explanted and replaced. Patient was well post-procedure.